Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a 5mm x 4mm amplatzer piccolo occluder was chosen for implantation using a 4f amplatzer torqvue delivery catheter for a 1 month old 2 kilogram patient to treat a patent ductus arteriosus (pda) that was measured with a minimum diameter of 3.6mm and a length of 6.3mm. During implant the device was unstable and slipped on the side of the pulmonary artery. Two re-positions were attempted with no optimal results. The occluder and delivery catheter were removed from the patient and replaced with a new 8mm amplatzer vascular plug ii and 5f amplatzer torqvue delivery system. During implant the plug was unstable. The plug was removed from the patient and replaced with a new non-abbott device using the same delivery system. During implant the device was unstable and slipped into the pulmonary side. The device was removed from the patient. After the delivery sheath was removed, the patient presented with a cardiac tamponade. A pericardiocentesis was performed and 10ml of fluid was drained. The user suspected the 5f delivery system may have been damaged after loading the non-abbott device and caused the cardiac tamponade. The patient remained in the intensive care unit (ICU) for monitoring.

Event description:
It was reported on (B)(6) 2024, a 5mm x 4mm amplatzer piccolo occluder was chosen for implantation using a 4f amplatzer torqvue delivery catheter for a 1 month old 2 kilogram patient to treat a patent ductus arteriosus (pda) that was measured with a minimum diameter of 3.6mm and a length of 6.3mm. The patient was noted to have complex anatomy. During implant the device was unstable and slipped on the side of the pulmonary artery. Two re-positions were attempted with no optimal results. The occluder and delivery catheter were removed from the patient and replaced with a new 8mm amplatzer vascular plug ii and 5f amplatzer torqvue delivery system. During implant the plug was unstable and was protrusive in the aorta. The plug was removed from the patient and replaced with a new non-abbott device using the same delivery system. During implant the device was unstable and slipped into the pulmonary side. The device was removed from the patient. After the delivery sheath was removed, the patient presented with a cardiac tamponade. A pericardiocentesis was performed and 10ml of fluid was drained. The user suspected the 5f delivery system may have been damaged after loading the non-abbott device and caused the cardiac tamponade. The patient remained in the intensive care unit (ICU) for monitoring.

Manufacturer narrative:
H6. Medical device problem code: [2017 - improper or incorrect procedure or method] was removed. It was reported during implant the plug was unstable and was removed from the patient; after the delivery sheath was removed, the patient presented with a cardiac tamponade. Field indicated that the patient was noted to have complex anatomy and two re-positions were attempted with no optimal results with amplatzer piccolo occluder before attempting to implant avp2 plug. Reportedly, during implant the plug was unstable and was protrusive in the aorta, so the plug was removed from the patient and replaced with a new non-abbott device using the same delivery system. Please note that per the instructions for use, artmt600034291-b, "warnings: this device was sterilized with ethylene oxide and is for single use only. Do not reuse or resterilize this device. Attempts to resterilize this device can cause a malfunction, insufficient sterilization, or harm to the patient." Information from field indicated that, the user suspected the delivery system may have been damaged after loading the non-abbott device and caused the cardiac tamponade. The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that the operational difficulties and reuse of device may have contributed to the reported patient effects of pericardial effusion and cardiac tamponade, however could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed and 10ml of fluid was drained. The patient remained in the intensive care unit for monitoring. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.